Manufacturer narrative:
(B)(4). Medtronic was not authorized to conduct the repair. The evaluation and repair will be completed by a non-medtronic service provider.

Event description:
It was reported the ventilator generated a screen block error. Patient involvement information was not provided by the customer.